Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "ventilator inoperative " codes were found in the ventilator's downloaded error log. The device's machine flow sensor needs to be replaced to address the issues. Additionally, the pca need replaced due to blower calibration- fail. The air inlet foam filter will be replaced due to preventive maintenance. The device passed final testing.